Event description:
Pseudomonas species bacteremia from indwelling PICC line after flushing...pregnancy and treatment for hyperemesis gravidarum. Dates of use: 2008. Diagnosis or reason for use: PICC line flush. Event abated after use stopped or dose reduced: yes.